Event description:
This report is for patient 4 of 5. (Accession ID (B)(6)). It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: confirmation: there are 8 patients total. What result was the customer expecting to obtain: negative. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? Redraws for all and treatment started for 2 patients. Did the patient suffer any adverse medical consequences as a result of the change in treatment? 1 had a prolonged hospital stay. Were any erroneous results reported to the healthcare provider by laboratory personnel? Yes. 3. What confirmatory testing was performed that determined the results were erroneous? Culture 4. Were any erroneous results reported to the doctors? Yes. 5. If yes, were any patients treated based on erroneous results? 2 patients treated. 6. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. 7. Has this organism been reported and any treatment initiated based on this result? Treatment started for 2 patients. 8. Why was this organism considered a contaminant? Multiple results of c. Tropicalis, not recovered by culture. 9. Was molecular testing performed from the sample in the bottle? No. If consumable is tested on bd instrumentation, list serial numbers: product 442023, lot #2284973 and 2326492 (aerobic). Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): bcid positive for c. Tropicalis. What result did the customer obtain from the bd product? False positive c. Tropicalis what result was the customer expecting to obtain: negative. Customer states they are receiving molecular fp of c. Tropicalis.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. H3 other text : h.10

Event description:
This report is for patient 4 of 5. (Accession ID (B)(4)) it was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: confirmation: there are 8 patients total. What result was the customer expecting to obtain: negative was this a qc, validation, or proficiency test? No was patient treatment changed as a consequence of the issue with results? Redraws for all and treatment started for 2 patients did the patient suffer any adverse medical consequences as a result of the change in treatment? 1 had a prolonged hospital stay were any erroneous results reported to the healthcare provider by laboratory personnel? Yes 3. What confirmatory testing was performed that determined the results were erroneous? Culture 4. Were any erroneous results reported to the doctors? Yes 5. If yes, were any patients treated based on erroneous results? 2 patients treated 6. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No 7. Has this organism been reported and any treatment initiated based on this result? Treatment started for 2 patients 8. Why was this organism considered a contaminant? Multiple results of c. Tropicalis, not recovered by culture. 9. Was molecular testing performed from the sample in the bottle? No if consumable is tested on bd instrumentation, list serial numbers: product 442023 lot #2284973 and 2326492 (aerobic) hazard, injury or erroneous results? Yes hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): bcid positive for c. Tropicalis what result did the customer obtain from the bd product? False positive c. Tropicalis what result was the customer expecting to obtain: negative customer states they are receiving molecular fp of c. Tropicalis